Event description:
Physician alleged possible hypersensitivity reaction to polyglycolic acid (pga) suture used in the microcoil. Pt first complained of severe irritation at the angioseal site where similar suture was used. Five weeks post procedure, pt complained of deficit in left arm and returned for evaluation. Md discovered extensive right hemisphere edema near the coiling site. Tests for infection were negative, however, pt required additional hospital stay and medical intervention as a result of the edema. Per rec'd report, pt is stable and recovering.

Manufacturer narrative:
List of devices used including expiration dates: catalog #: crc140615; mfg date: 08/2007; expiration date: 08/31/2010. Catalog #: che100610-30; lot #: f46582; mfg date: 10/2008; expiration date: 10/31/2011. Catalog #: che100510-30; lot #: f44029; mfg date: 06/2008; expiration date: 06/30/2011. Catalog #: che100410-30; lot #: f61444; mfg date: 05/2010; expiration date: 05/31/2015. Catalog #: cfs100408-30; lot #: f56304; mfg date: 03/2010; expiration date: 03/31/2015. Catalog #: cfs100204-30; lot #: f61414; mfg date: 05/2010; expiration date: 05/31/2015. Catalog #: cfs100202-30; lot #: f60168; mfg date: 03/2010; expiration date: 03/31/2015. Catalog #: cfs100201-30; lot #: f57767; mfg date: 03/2010; expiration date: 03/31/2015. Catalog #: cfs100202-30; lot #: f57034; mfg date: 02/2010; expiration date: 02/28/2015. Catalog #: cfs100201-30; lot #: f240641; mfg date: 01/2006; expiration date: 01/31/2008. Catalog #: cfs100302-30; lot #: f24061; mfg date: 01/2006; expiration date: 01/31/2008. Catalog #: cfs100203-30; lot #: f55729; mfg date: 09/2009; expiration date: 09/30/2014. The above devices have been implanted and will not be returned for evaluation. The manufacturing records for these lots were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with these lots.